Event description:
Patient is experiencing chest pain at the generator site. Investigation to date has been unable to determine whether the reported event was cardiac-related. The patient reportedly complained of neck pain in june 2002 at which time the device pulse width was decreased with no effect. In august 2002, the patient complained of pain at the generator site. In 10/2002, the patient's ncp system was programmed to off, but the patient continues to complain of intermittent pain. No cardiac consult has been recommended. Physician plans to leave device programmed to off and see how the patient does.